Manufacturer narrative:
The field service engineer (fse) verified the reported issue. The fse found that the battery was not charging properly/intermittent and from the ventilator logs. The fse installed a new battery and replaced ventilator power supply to resolve the issue. The fse replaced the gui (graphic user interface) label. The ventilator has passed flow sensors calibration, o2 calibration, expiratory valve calibration, atmospheric pressure calibration, electrical safety test, performance verification testing (pvt), extended self test (est), and short self test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient the 840 ventilator generated device alert and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Additional codes added to evaluation codes method, result and conclusion. Device evaluation: the tamura (taiyo yuden) power supply was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The component was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. The unit ran successfully in ventilation mode for 24 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. The component was functionally testing in the manufacturing test area. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the back up power supply battery was returned for failure investigation. A visual inspection of the returned battery was conducted and no anomalies were found. The battery was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator powered up normally and no errors were recorded in the test ventilator diagnostic logs. The ventilator was put into normal ventilation mode. The ventilator ran in ventilation mode for a minimum of 24 hours. The ventilator was also allowed to run with the battery acting as the sole source of power. The ventilator ran for over an hour, thus satisfying the battery 1 hour specification as detailed in the 840 service manual. On review of the test ventilator diagnostic logs no errors were observed. No alarms were observed during the run in period. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.